Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after having syncope. Upon review, a ventricular fibrillation episode was observed caused by noise on the ventricular lead. Failure to capture and undersensing were also noted on the discrimination channel. Programming changes were made at the time. Subsequently, the lead was capped and replaced on (B)(6) 2017. Patient was in stable condition during and after the procedure.